Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:3006705815-2020-32846. It was reported that during a procedure on (B)(6) 2020, the physician struggled to implant the second lead. As a result, both leads were removed and the procedure was abandoned.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.